Manufacturer narrative:
(B)(4).

Event description:
It was reported "clinicians are able to intubate the patient just fine. After an hour they notice that the connector pops off of our et tube". No patient injury or consequence reported. Patient condition reported as "fine".

Event description:
It was reported "clinicians are able to intubate the patient just fine. After an hour they notice that the connector pops off of our et tube". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Corrected data: corrected data: section h.6.-investigation type - code 3331 removed. Section h.10-additional manufacturer narrative corrected to: complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be performed as the lot number was not reported by the customer. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "clinicians are able to intubate the patient just fine. After an hour they notice that the connector pops off of our et tube". No patient injury or consequence reported. Patient condition reported as "fine".